Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. During year-end review, initial medwatch was created in error. The device failure is exempt from MDR reporting per 21 crf803.19 reference (B)(4) and was reported on alternative summary report.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexe1775 showed no other similar product complaint(s) from these lot numbers.

Event description:
It was reported by the facility that supposedly, on (B)(6), during the normal infusion of the patient, the infusion was reportedly found to be difficult. Later, the catheter was allegedly found to be broken in the middle under dsa radiography and the contrast agent was said to be leaking out. Therefore, the clinician reportedly removed the tube and reinserted the port.